Event description:
Customer reported a button was sticking and another button was not responding on the insulin pump. Customer's blood glucose was 10.6 mmol/l. It was stated the buttons may have been pressed for more than 3 minutes. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted. The insulin pump was received with no button response, due to corroded keypad traces. The device was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and a cracked case near display window corners, which were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.